Event description:
Customer reported he lost three sensors, due to him now knowing how to connect to new sensor. As a result his blood glucose level lowered to 52 mg/dl and he did not hear the threshold suspend. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.